Manufacturer narrative:
Due to the limited information and the missing product investigation is restricted to traceability of manufacturing and quality control data. Based on the product documentation, we can exclude a defect at the time of delivery of the progav shunt system, our traceability indicates that the shunt system was in perfect condition. Regarding similar complaints where we could examine the products, we could determine that the most frequent cause for a deterioration in the function of the product are deposits caused by natural substances in the cerebrospinal fluid, e.g. Protein, blood or tissue particles. These are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve if aggregated in the valve. A final clarification of the cause what has led to "adjustment difficulties" is only possible by an examination.

Event description:
The sample was not returned for evaluation to the manufacturer.

Event description:
It was reported that a progav shuntsystem (#fv434-t) was implanted during a procedure. According to the complainant, the progav had adjustment difficulties. The patient underwent a revision procedure. The complainant device will be returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Traceability of the production data was carried out. No deviation was determined. The investigation on the product is still pending. Should relevant additional information/investigation results become available, an supplemental medwatch report will be submitted.